Event description:
While on bypass, microsoft alert popped up on viper intra-op tab reading "g3shell main application has stopped working. A problem caused the program to stop working correctly. Please close the program". Viper application crashed. Perfusionist able to start record and read previous record file. Upon viper starting up again, cardioplegia pumps turned off mid-dose (was running at 0.14 lpm and ratio of 1:0) and reset ratio to 8:1. Viper and other pumps continuing to operate as normal after starting again.